Event description:
It was reported that the patient experienced a pocket infection on (B)(6) 2021 but the hospital was not informed until (B)(6) 2021. The pacemaker along with the entire pacing system was explanted. The patient was in stable condition.